Manufacturer narrative:
Manufacturer's investigation conclusion. The reported event of no external power alarms was confirmed via log file analysis. A review of the log file contained data spanning approximately 53 days (B)(6) 2023 per timestamp). On (B)(6) 2023 from 00:33:26 ¿ 00:50:19, 9:41:51 ¿ 9:41:52, and 22:11:47 ¿ 22:24:28, and (B)(6) 2023 at 2:56:03 and 8:54:25 ¿ 9:01:06, while connected to the mobile power unit (mpu), low voltage hazard and no external power alarms were active due to intermittent losses of ac power. The ac power was quickly restored each event and the alarms cleared shortly after. There were no notable alarms active in the log file. The heartmate mobile power unit was not returned for analysis. Per the provided information, the patient experienced power outages at their home but stated they were connected to battery power. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. A corrective action was implemented to reduce the occurrence of the a/c power cord becoming disconnected at the back of the mpu. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii patient handbook, rev. C, section 6 ¿caring for the equipment¿ and heartmate ii instructions for use, rev. C, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was seen in the clinic on (B)(6)2023 where no external power, low voltage, and replace backup battery alarms were found. The emergency backup battery had 10 months left until it expired. A review of the log files revealed a couple of instances of low voltage hazard and no external power events on (B)(6)2023 at 0033 and 2211 and again on (B)(6)2023 0256, 0854, and 0901. These all occurred while using the mobile power unit (mpu) and appears that the mpu lost total power enabling the backup battery in the controller until power was restored to the mpu. No replace backup battery events were seen in the log file.